Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device did not successfully convert the patients induced arrhythmia during defibrillation testing and external defibrillation was administered on two occasions. It was noted that during the implant after four unsuccessful attempts to defibrillation the patient, external defibrillation was administered. The system was repositioned but induction was not repeated. The second time the device failed to defibrillate three attempt were used before external defibrillation was administered. The patient was subsequently implanted with an implantable cardioverted defibrillation (ICD) and this device was explanted and will be returned. No additional adverse patient effects were reported.